Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she has been experiencing hazy/foggy vision and glare. When looking at black letters on a white background, the letters seem washed out. Consumer has been seen by a retinal specialist who found no pathology to account for her symptoms. At the request of the consumer, the surgeon has not been contacted. There are two medical reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; this device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon has not been contacted. This report is mailed to FDA on: 05/22/2009.